Event description:
A surgeon reported that while performing a retinal detachment repair, during the air/fluid exchange while aspirating subretinal fluid through the retinotomy, the reflux function was unavailable. The surgeon reported the retina "sucked" into the extrusion cannula and could not be refluxed out. Per the surgeon, this event caused an extension of the retinal detachment because of all the manipulations the surgeon had to perform to get the retina out of the soft tip. A lighted pick was used to manually remove the retina from the cannula. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).